Event description:
Reportedly, the instrument failed to fire completely and would not cut tissue. Procedure: colostomy takedown with eea anastomosis. Upon effort to remove instrument, instrument would not release from the tissue. A rectectomy was performed and the anvil separated from the instrument. The anvil and staple line had to be resected and the anastomosis was then hand sewn. Pt status okay.